Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. Evaluation summary: post market vigilance (pmv) led an evaluation of one adapter and one handle opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an engineering evaluation of the returned devices. No visual abnormalities were noted for the handle or adapter. During functional evaluation, the adapter tested satisfactorily. During electrical continuity testing, open traces were detected on the bldc board. This intermittent failure was confirmed by the presence of motor failure codes. The root cause of the observed condition was determined to be a result of a component obtained from a third party supplier, and a product enhancement has been initiated to prevent recurrence of this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
This product used for lagd case. When connecting the adapt, there was blue light on the body. Unused no involvement of a patient.